Event description:
As reported from our affiliates in germany, this was a case of a 26mm sapien 3 ultra transcatheter heart valve in aortic position by left transfemoral approach. During implantation, the pusher was retracted, and rapid pacing was started but valve implantation had to be aborted because the balloon could not be inflated. Rapid pacing was stopped, and the commander delivery system was retracted to the descending aorta. The physician tried to retract the commander system with the valve into the esheath. During this maneuver, a strut got bent which made it impossible to retract the system into the esheath. The physician tried to bend back the strut by using a snare catheter, but without success. Because it was not possible to retract the commander system with the valve, it was decided to extract the valve by surgery from the abdominal aorta. The operation was successful, and the valve was explanted.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated b5, d9, and h3.

Event description:
As reported from our affiliates in germany, this was a case of a 26mm sapien 3 ultra transcatheter heart valve in aortic position by left transfemoral approach. During implantation, the pusher was retracted, and rapid pacing was started but valve implantation had to be aborted because the balloon could not be inflated. Rapid pacing was stopped, and the commander delivery system was retracted to the descending aorta. The physician tried to retract the commander system with the valve into the esheath. During this maneuver, a strut got bent which made it impossible to retract the system into the esheath. The physician tried to bend back the strut by using a snare catheter, but without success. Because it was not possible to retract the commander system with the valve, it was decided to extract the valve by surgery from the abdominal aorta. The operation was successful, and the valve was explanted. During pre-decontamination observation of the delivery system, it was observed that the balloon was torn at the I/c bond.

Manufacturer narrative:
The returned device was visually inspected, and the following was observed: I/c bond observed torn with proximal wings flared outward. Inflation balloon material bunching distally from valve inflow. Valve struts exposed at inflow and bent valve struts were observed on valve outflow. No other abnormalities observed. Engineering was able to pull balloon shaft to the warning marker, lock and utilize full fine adjustment with no abnormalities observed. Locknut/collet force measurement shows device met specification. Double-wall thickness measurements of the crimp balloon were within specifications. Imagery provided from the site was evaluated, and the following was observed: prior to valve deployment attempt, no valve struts were observed bent which suggests that the bent strut did not occur during delivery system advancement. An attempt to retrieve the thv into the sheath revealed the valve struts caught at the distal tip at a non-coaxial angle. An attempt observed trying correct bent valve struts on proximal end. Tortuosity observed in patient iliac arteries and descending aorta. The complaints for valve alignment difficulty or inability, torn balloon, and difficulty or inability to withdraw system with valve through sheath were confirmed based on evaluation of the returned complaint device. No manufacturing non-conformances were identified during engineering evaluation. A review of the DHR, lot history, manufacturing mitigations and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As reported, "valve alignment was not easy due to vessel kinking but could be performed successful". It was additionally reported that the patient had "vessel kinking in the area of iliac externa and kinking of the thoracic aorta". Per imaging review, tortuosity can be seen within the patient's iliac arteries and descending aorta. If valve alignment was performed in a tortuous (non-straight section) vasculature, this can cause the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and "dive" into the flex tip. If the thv is unseated from the flex tip during alignment, it can result in higher-than-normal alignment forces creating high tension in the system which can consequentially lead to the reported valve alignment difficulties. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. The study revealed that performing valve alignment in a curvature appears to increase the possibility of "diving" (thv become unseated from the flex tip), which in turn increases valve alignment force. Higher alignment force appeared to have a higher likelihood of occurrence at tighter radii. A definitive root cause for the valve alignment difficulty or inability is unable to be determined. Available information suggests that patient (tortuosity) and/or procedural factors (valve alignment in non-straight section) may have contributed to the complaint event. As reported, "the commander system was put into the position of the natural valve without further problems. The pusher was retracted and rapid pacing was started. Valve implantation had to be aborted because the balloon could not be inflated". Evaluation of the returned complaint device revealed a torn I/c bond. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment (pra). As identified in the pra, high forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. As difficulty performing valve alignment was reported, it is possible that increased forces of performing valve alignment may have weakened the balloon and caused the balloon to tear and subsequent inability to deploy the thv. A definitive root cause for the torn balloon is unable to be determined. Available information suggests that patient (tortuosity) and/or procedural factors (valve alignment in non-straight section) may have contributed to the reported event. As reported, "the physician tried to retract the commander system with the valve into the esheath. During this maneuver, a strut got bent which made it impossible to retract the system into the esheath. The physician tried to bend back the strut by using a snare catheter, but without success. Because it was not possible to retract the commander system with the valve, it was decided to extract the valve by surgery from abdominal aorta". Evaluation of imagery provided revealed bent proximal valve struts caught on the distal esheath tip. The presence of tortuosity can create non-coaxial withdrawing angles which can further contribute to the reported withdrawal difficulties. Per imagery returned, the patient was observed to have some degree of tortuosity within their access vessels. Additionally, it is also possible the delivery system profile was altered due to the balloon tear making the device it more susceptible to catching on the patient vasculature and sheath tip. As further manipulation is used to overcome the reported withdrawal difficulties, this could have led to the bending of the valve struts on valve outflow. A definitive root cause for the difficulty or inability to withdraw system with valve through sheath is unable to be determined. Available information suggests that patient (tortuosity) and/or procedural factors (withdrawal of torn balloon/bent valve struts/non-coaxial withdrawal) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.